Event description:
Report rec'd from co rep of pt death. Pt receiving 2000 mcg/day baclofen had pump replacement surgery on 6/19/98, and experienced an increase in spasticity following the surgery.a dye study was performed which showed a perforation of the catheter near the pump connection. The infusion pump was turned down, then off, prior to surgery. A catheter revision was performed on 7/6/98, and the pt was given an initial bolus dose, followed by a daily dose schedule of approximately 2000 mcg/day. The reporter verified this dosage schedule with the physician prior to starting the pump, and attached a copy of the programming schedule to the pt's chart. As far as the reporter knew, the pt was fine in the hosp following the operation, and was discharged later that day. The reporter was informed on 7/8/98 that the pt had passed away. An autopsy was performed, although no results are available as of the date of this report, and there is no indication of what may have caused the pt's death at this time. No further info on this pt or event is available at this time due to possible litigation.